Event description:
It was reported that the patient underwent surgical intervention a few years ago wherein the entire scs system was explanted. The reason and exact date of the explant is unknown at this time.

Manufacturer narrative:
Date of event is estimated. D6b-date of explant- exact date of explant is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates, surgical intervention took place on (B)(6) 2023, wherein patient's entire system was explanted due to infection at the ipg site.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.